Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 31.2, 15.5, 21.9, and 16.0 mmol/l. Tests were done within 10 minutes with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.